Event description:
It was reported that the pt has an increase in spasticity when lying down, but the spasms resolve when sitting up. The pt has a cystic mass in the t3 region that takes up the whole spinal canal. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.